Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited inappropriate ventricular pacing. The patient experienced a low heart rate. The device was not used, and a new one was implanted. There were no patient consequences.